Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform full functional test due to missing retainer. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector , pump was monitored and functioned properly. Unit received with minor scratched lcd window, scratched case, missing retainer and missing reservoir tube o-ring.

Event description:
It was reported that the battery was always empty even after battery change. Customer's blood glucose level was unknown. The customer was advised to replace the insulin pump. Customer will return insulin pump for analysis.